Manufacturer narrative:
(B)(4). The device was manufactured from august 22, 2014 ¿ august 23, 2014. The device was received for evaluation. The reported condition of a malformed coil cap was not verified, however, the damaged fillport was identified during visual inspection. The cause of this condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a malformed coil cap. There was no patient involvement. No additional information is available.